Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted to due symptoms related to diabetes: headache and customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she still had a headache. Customer stated she scheduled an appointment with her primary and she saw her doctor yesterday on (B)(6) 2024. The doctor ordered blood work; customer stated that her doctor wants to see why her blood sugar is fluctuating between 71 -115mg/dl am fasting. No changes to her medical treatment plan. Customer stated she was still obtaining the error messages using the true metrix meter. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same and had a headache. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-2 and e-3). The customer stated that she had a headache; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 105 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 10/30/2025 and open vial date is 06/25/2024.